Event description:
It was reported the patient had never experienced a therapeutic effect from the device even after increased dosage. The drug in the pump was dilaudid 20.0 mg/ml at a dose of 5.996 mg/day and bupivacaine 2.1 mg/ml at a dose of 0.6296 mg/day. The hcp performed a catheter dye study and could not aspirate the catheter. A bolus was then forced through the catheter without any symptoms of overdose. The hcp noted a volume discrepancy expecting to pull back 5ml and pulled back 20 ml. Two roller studies were performed resulting in the first study rollers were not seen turning, but were turning on the second study. An MRI was conducted with results indicating the catheter tip was at t8-9, but the tip was not seen well. There was no evidence of a mass within the subarachnoid or epidural spaces to suggest granuloma formation. No findings of associated osteomyelitis or neoplasm. The hcp thus suspected a kinked catheter. A revision was scheduled to correct the issue. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.